Event description:
It was found during the investigation of the returned pump that the dso seal was cracked. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).the suspect pump was returned for evaluation. Visual inspection and functional testing were performed. The customer allegation was able to be duplicated, and the probable cause of the issue was determined to be a cracked dso seal. The issue was resolved by replacing the dso seal. Following completion of the repair activities, the device was subjected to functional and delivery testing. The device passed all applicable testing requirements and will be returned to the customer upon confirmation of acceptable functional and delivery test results.